Event description:
It was reported a patient experienced peritonitis manifested by abdomen pain, cloudy effluent, and fever coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient treatment was not reported. The cause of the peritonitis was unknown. The patient had not yet recovered at the time of the report. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Ten days after the initial onset of the peritonitis, the patient's peritoneal dialysis (pd) therapy was discontinued as the patient (pt) did not respond to treatment. On the same day, the pt was indicated for catheter removal. It was not reported if the pt was discharged from the hospital. The outcome of the peritonitis was not reported. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The exact birthdate of the patient is unknown however it was reported that the patient was born in (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.